Event description:
Inbound; patient reports no disposable alarm on both pumps while using 100 ml cassette with flow stop. Despite troubleshooting, alarm persists, so patient mixed and changed cassettes. No further details provided.